Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient had a 30 mm mitral annuloplasty ring as well as a 27 mm mitral bioprosthetic valve implanted on the same day. It is unclear which device remains implanted. No adverse patient effects were reported.